Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 254 mg/dl, 415 mg/dl, 212 mg/dl, and 103 mg/dl. The patient experienced hypoglycemia symptoms of weakness and some dizziness. The patient was assisted by her mother who administered 15g of carbohydrates.